Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices with reported issue referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the left and right common femoral arteries was being performed with four proglide devices via a 7f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, with all four devices a cuff miss occurred since there was no suture visible upon plunger removal during step 3. Each device was then simply removed without issue, and the sutures of two proglide devices were ultimately successfully pre-placed on each side. The sheath was upsized to 14f in the right common femoral artery and 18f in the left common femoral artery, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures on each side. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.